Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sedr01, implantable pulse generator (ipg), implanted (B)(6) 2013; product ID 4092-58, implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient felt stimulation that got worse over time. Evaluation showed that the right atrial (ra) lead caused the stimulation. Follow up was conducted to find that the lead was revised. No further patient complications have been reported as a result of this event.